Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during placement of the anvil in preparation for the anastomosis on a laparoscopic sigmoid procedure, there were bubbles detected during the pressure test on the anastomosis. So the surgeon made a decision to completely redo the anastomosis. A linear stapler was used to close the enterotomy rather than using the purse string technique.